Event description:
Customer meter is acting unreliable. Customer states that the meter turned off with 6 seconds left on the count down. They changed batteries about a month ago. An evaluation of the system was conducted over the phone. It was determined that the meter was missing segments in the 10s and units positions. The customer was asked to return the meter for further evaluation and a replacement meter was provided. The customer was invited to call 24/7 with future questions/concerns.